Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer blood glucose is 221 mg/dl. Troubleshoot was performed. Customer states that the insulin pump not working after being exposed to moisture. Customer was boating when the insulin pump got exposed to water. The insulin pump was exposed moisture under the lcd display. The insulin pump did not had any crack on it. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. Insulin pump will be returning for analysis.